Event description:
It was reported that this right atrial (ra) lead was explanted and replaced for a similar model without known reasons. No additional information is available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced for a similar model without known reasons. No additional information is available at the moment. No additional adverse patient effects were reported. Additional information was obtained, the device was explanted since it was used as part of a temporary pacemaker implant.

Manufacturer narrative:
Amendment. Corrected fields. B5 describe event or problem. H6 impact codes and device codes. This event is no longer reportable since the device was explanted since it was used as part of a temporary pacemaker implant.